Manufacturer narrative:
The anesthesia workstation was investigated by our field service engineer and it was found that water had entered into the air gas module. Pictures and service a report confirm the reported issue. Additional information was received that states that the hospital has requested inspection/investigation of the anesthesia systems due to problem with their external air compressor. The received pictures show the water ingress/contamination in the air gas module filter housing and in the tubing's from the air gas module. According to the user´s manual, maximum levels water (h2o) in the supplied gases to the device must not be exceeded. The user's manual states: maximum levels of h2o in the supplied air is< 7 g/m3 and maximum levels of h2o in the supplied o2 is< 20 g/m3. The conclusion is that the source of moisture/water in the gas module is moist air from the hospital's external compressor.

Event description:
It was reported that the anesthesia workstation failed the system checkout on the inspiratory & expiratory valve test. There was no patient involvement. Manufacturer's reference #:(B)(4).